Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized for bradycardia. It was also reported that the right ventricular (rv) lead had no capture and a rise in threshold to high values. The lead was capped and was replaced with a new lead. No further patient complications have been reported as a result of this event.